Event description:
An impella cp device was inserted into the right femoral artery in a 52-year-old female patient with a past medical history of diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, there were no pulses in the right foot after the impella was placed. Pulses noted pre-procedure. A reperfusion sheath was placed, but did not resolve the issue. The physician was aware. While the patient was in the intensive care unit (ICU), the patient developed at gastrointestinal (gi) bleed. Heparin was turned off. Platelets were < 100 and the partial thromboplastin time (ptt) was > 150. It was noted that the gi bleed resolved. After three days on support, the family withdrew care, and the patient expired. The impella functioned at p-9 at 3.6l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
B2: added death and date of death. B5: added updated clinical review. H1: corrected to death. H6: added code f02.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 52-year-old female patient with a past medical history of diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, there were no pulses in the right foot after the impella was placed. Pulses noted pre-procedure. A reperfusion sheath was placed, but did not resolve the issue. The physician was aware. While the patient was in the intensive care unit (ICU), the patient developed at gastrointestinal (gi) bleed. Heparin was turned off. Platelets were < 100 and the partial thromboplastin time (ptt) was > 150. It was noted that the gi bleed resolved. The post-procedure outcome is unknown. The impella functioned at p-9 at 3.6l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.

Manufacturer narrative:
Updated information: h6 investigation type b17 changed to b18.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e1; e3. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.